Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. Nurse stated that patient reached rewarm target temperature and now above target temperature. Patient temperature was 35.1c, target temperature was 34c, water temperature was 5.8c, flow rate was 1.5lpm (reads marginal on the display) and trend was neutral. The patient was 80kg with three medium pads in place (patient has balloon pump and the fourth pad has already been disposed of). The patient was well sedated/paralyzed with no infection/seizure/shivering. Ms&s suggested adding universal pad over the abdomen for better coverage/flow. She reconnected and disconnected pads, then went to retrieve a universal pad. Flow rate settled at 2.2lm . The nurse stated therapy was going well and patient temperature was 33.8c.

Manufacturer narrative:
Per additional information received, bd has determined that this event is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not cooling on the arctic sun device. Nurse stated that patient reached rewarm target temperature and now above target temperature. Patient temperature was 35.1c, target temperature was 34c, water temperature was 5.8c, flow rate was 1.5lpm (reads marginal on the display) and trend was neutral. The patient was 80kg with three medium pads in place (patient has balloon pump and the fourth pad has already been disposed of). The patient was well sedated/paralyzed with no infection/seizure/shivering. Ms&s suggested adding universal pad over the abdomen for better coverage/flow. She reconnected and disconnected pads, then went to retrieve a universal pad. Flow rate settled at 2.2lm . The nurse stated therapy was going well and patient temperature was 33.8c. Per follow up on 29oct2020, it was stated that once they troubleshoot the issue the patient was able to maintain the temperature and continued the therapy with no other issues.